Event description:
This second MDR is being submitted for the second suspect product, also a device MFR by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was double skin tested on 17 june 1998 and on 29 june 1998 with negative results. On 16 july 1998, the pt was treated with two formulations of product in the nasolabial folds, oral commissures, and the vertical lip lines. Approx one month after the treatment, the pt developed induration, redness and itching at all the treatment sites. The pt was examined the week of 10 august 1998 and the physician prescribed benadryl and cortisone cream for the symptoms. On 26 august 1998, the pt phoned the physician and stated she had more induration and redness at the treatment sites. On 31 august 1998, the pt was examined by the physician who noted less redness, tenderness, and induration. The physician prescribed naprosyn and hydrocortisone 1% cream. The physician believed the symptoms were related to hypersensitivity. No further medical or surgical intervention was planned or prescribed.